Event description:
It was reported by the patient that the pod's needle deployed early as soon as the cap was removed indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received deployed with an expected number of pulses during priming sequences. The pod was deactivated shortly after finishing priming. No damages or defects that would contribute to a needle mechanism failure were observed. Although no damages were found, the exact time of the needle deploying could not be determined. The exact cause of the reported event could not be determined.